Manufacturer narrative:
Unit passed the rewind, basic occlusion test, prime 33 test and displacement test. Unit received stuck in the motor error loop during bolus and basal delivery. Unable to perform an unexpected restart error test, occlusion test and excessive no delivery test due to motor error alarm. Pump received with normal operating current, passed off no power test. Motor was tested outside the device and passed. Pump received with minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The pump was returned for analysis and no information from customer was provided.